Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer declined to troubleshoot. Customer blood glucose was high due to steroids. It was unknown whether the customer was using auto mode feature at the time of high blood glucose event. No further details provided. Insulin pump will not be returned for analysis.